Event description:
It was reported there was a ventilator failure during use. No patient injury reported.

Manufacturer narrative:
Based on the log file analysis, no indications for a device malfunction (and especially no indications for a ventilator failure) but for external leakages were found. It was found that during the second case of the day (it was additionally described that the symptom was observed on (B)(6) 2023 and not on (B)(6) 2023), leakages of up to 3.0 l/min were detected resulting in several apnea and fg low or leak alarms. During power-on self-test (post) and standby leak test as well, internal and external leakages are detected and depending on the size, a conditional (yellow) or non-functional (red) state is the consequence. During use, based on leakage, fresh gas flow settings and set alarm limits, several audible and visible alarms would be issued. The integrated patient gas monitoring ensures that deviations from set/expected parameters are obvious for the user and that alarms are given according to the set alarm limits. Dräger finally concludes that there was no actual vent fail and that an external leakage in the patient circuit was present. The device issued multiple alarms indicating the situation to the user. It is the intention of the pre-use check to verify readiness for operation before a patient gets connected. This has obviously worked as intended because based on the log analysis, it was found that already during post and leak test, the leakages were detected by the device but were accepted by the user. It could be concluded that appropriate risk mitigation measures are in place; some of them are under responsibility and control of the user. During on-site service, no indications for a device malfunction were found either; the device was tested and returned back to use without further problems reported. Dräger finally concludes that there is no issue with the device which would require repair or correction. If the investigation results were known before, the case would have not been assessed reportable.

Event description:
It was reported there was a ventilator failure during use. No patient injury reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report. H3 other text : on-going.